Event description:
It was reported that the patient experienced a decrease in the quality of his stimulation. An impedance test indicated that the lead was not functioning. The lead was removed, however, when the defective lead was being removed, both leads came out. At this point it was noted that the titan anchor's outside plastic casing had slipped off of the titanium core. Both leads were removed. The patient recovered without sequela.